Event description:
It was reported that the unit did not stop during rotation. No injury reported. A field engineer was dispatched to the site and determined the c-arm switch banks and rotary switch needed to be replaced. Once this was completed the system was working as intended.